Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that while opening the case it was found that the lens was scratched. There was no patient involvement. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/7/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that there is a scratch on the posterior side of the optic body. Investigation of the return sample and the condition of the return sample do not suggest the scratch was introduced during manufacturing. The complaint can be not confirmed. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.